Manufacturer narrative:
Product event summary: the device and data files were returned and analyzed. Data files showed that applications were performed with a balloon catheter on the date of the event. Also, 14 applications were performed with another balloon catheter. A system had occurred indicating that the refrigerant delivery path was obstructed (# (B)(4)). Visual inspection of the balloon catheter showed that the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 24 applications. A pressure test revealed a leak through the guide wire lumen, the balloons integrity was intact and no breach observed. A dissection showed a guide wire lumen breach and kink 1.48 inches from the tip. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, there was blood inside the balloon and coaxial umbilical cable. The balloon catheter seemed to be damaged. The balloon catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.